Manufacturer narrative:
(B)(4).

Event description:
It was reported that an insert new sensor message during warmup occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. In addition, early sensor expiration was found in connection to reported allegation. The probable cause of the early sensor expiration was determined to be potential patient misuse as the sensor session was stopped on a dual display device. The reported event of a insert new sensor message during warmup is reportable based on the finding of a early sensor expiration. No injury or medical intervention was reported.